Event description:
The neurostimulation lead was placed too high. The pt did not feel stimulation in his legs, the target area, unless he turned the neurostimulation parameters up. He then felt intense stimulation in his ribs and abdomen. The device system was reprogrammed several times using the lowest electrode on the lead. The lead was revised in 2009. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.